Event description:
Boston scientific crm received information that placement difficulty was encountered with this atrial lead. Two days post-implant, dislodgement was discovered and this lead was subsequently explanted and replaced with a new boston scientific crm lead. No adverse patient effects were observed.